Event description:
Patient with a medtronic insync sentry 7297 device was shocked three times with inappropriate shocks from the device while at home. The patient was evaluated by his md and it was confirmed that the shocks were inappropriate so the device was turned off. The patient had the fractured implantable cardioverter defibrillator (ICD) lead removed. They had the insertion of a new ICD lead and replacement of the ICD. The ICD was replaced because it was due to be changed within the next year; however, it was not malfunctioning.